Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that on (B)(6) 2025 at approximately 7:15 pm (local), the xenios console (s/n: (B)(6), which had been on standby and primed since on (B)(6) 2025 at 2800 rpm and 2.0 l/min flow, unexpectedly switched to emergency mode and two critical alarms were triggered: # 403 - technical failure: operator panel and #10e - pump drive in emergency mode. This was accompanied by continuous audible warning. Upon inspection, the touch panel was responsive, but the rotary knob and switch keys were nonfunctional. After removing and inserting the console´s batteries, the system restarted and functioned normally. There was no patient involvement. The complaint sample was not available for product evaluation.

Manufacturer narrative:
Additional information: h6 plant investigation: non-conformity was not observed during manufacturing process. The review of the repair history in the qtrak complaint amd system of the console showed no repair activities. The console was inspected onsite, and the reported failure could not be reproduced. No defect was found. A software update to the latest version (3.2.4) has been performed, and the device is ready for use again.

Event description:
A user facility reported that on (B)(6) 2025 at approximately 7:15 pm (local), the xenios console (s/n (B)(6)), which had been on standby and primed since (B)(6) 2025 at 2800 rpm and 2.0 l/min flow, unexpectedly switched to emergency mode and two critical alarms were triggered: # 403 - technical failure: operator panel and #10e - pump drive in emergency mode. This was accompanied by continuous audible warning. Upon inspection, the touch panel was responsive, but the rotary knob and switch keys were nonfunctional. After removing and inserting the console´s batteries, the system restarted and functioned normally. There was no patient involvement. The complaint sample was not available for product evaluation.